Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: "1 piece was found with poor printing & 1 piece with scratch/damage and without printing." Pcn: 301029. Lot no: 2188462.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported one syringe was found with poor printing and one syringe damaged and without printing. To aid in the investigation, two loose syringe and three photos were received for evaluation by our quality team. A visual inspection was performed. One sample was missing nearly the entire printed scale except for a small ink dot. Damage to the barrel was evident near the roof and below the flange. Damage to one of the flanges was also visible. The other sample was observed to have blotchy print towards the bottom of the printed scale around the 10ml scale mark and the bd logo. The conditions observed were non-conforming per product specification and associated with the marking process, likely due to an infeed jam. These types of jams are rare and not a common part of the process. The blotchy print could be caused by many factors such as poor ink viscosity or a clogged ink manifold. A device history record review was completed for provided material number 301029, lot 2188462. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2188462 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. Production databases and technical logs were reviewed as part of this investigation with no relevant notes found beyond general printer maintenance. All proper marker maintenance was performed including recording of viscosity values and marker cleanings. These conditions are occurring at or below their expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.